Event description:
The hosp in a foreign country reported that the plastic part of the 900mr147 pressure monitoring elbow was damaged and broken. According to the hosp, the cleaning of the 900mr147 pressure monitoring elbow at 75 dregees celsius and subsequent sterilization, 55 degrees celsius ethylene oxide gas sterilizing could have been a contributory cause.

Manufacturer narrative:
Methods: no info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time. The device is reusable, however, we do not know whether the problem was discovered in use.